Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Data was analyzed and boston scientific technical services confirmed that the power consumption is increasing in a gradual fashion. Technical services recommended device replacement because of this anomaly. There were no adverse patient effects reported and the device remains in-service.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion. Data was analyzed and boston scientific technical services confirmed that the power consumption is increasing in a gradual fashion. Technical services recommended device replacement because of this anomaly. There were no adverse patient effects reported and the device remains in-service.